Manufacturer narrative:
(B)(4). Method: no product returned. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Pt self tester reports that protime microcoagulation system generated a pt/inr 2.6 and hospital lab pt/inr 4.1 on the same day. The customer's therapeutic range is pt/inr 3.0-3.5. No adverse event(s) reported.